Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the lead could not be fixed at the right position. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.